Manufacturer narrative:
All available information was investigated and the reported poor image resolution and migration could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration. The reported poor image resolution was due to patient anatomy. The tissue injury appears to be related to procedural conditions. Mitral regurgitation (mr) and subsequent mitral stenosis, dyspnea, heart failure, hypertension and angina appear to be cascading effects of the tissue injury. It should be noted that unspecified tissue injury, mr, mitral stenosis, dyspnea, heart failure, hypertension and angina are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization, medication and surgical intervention were results of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event updated to (B)(6) 2021.

Event description:
Subsequent to the initial report, the additional information as received: on (B)(6) 2021, the patient complained of dyspnea and worsening of congestive heart failure was diagnosed. Medications were provided as treatment. The discharge echocardiogram showed moderate mitral stenosis. One day after leaving the hospital, the patient again had worsening of dyspnea and chest tightness. The patient presented again to the hospital. The cardiac enzymes and electrocardiogram were unremarkable. Bnp (heart failure labs) was elevated. It was decided then to perform a mitral valve repair as treatment. On (B)(6) 2021, mitral valve surgical repair was performed as treatment. There was a torn leaflet and engaged lateral chordae by the most lateral clip (cds0704-xtw (B)(6)). The event resolved with the mitral valve repair with reattachment of the a1p1 to the lateral annulus.

Manufacturer narrative:
The explanted clip has returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are being filed under separate medwatch report numbers.

Event description:
This report is being filed as additional tissue injury at this mitraclip location was observed, along with mitral stenosis, recurrent mitral regurgitation, worsening heart failure, requiring hospitalization and surgical intervention patient ID: (B)(6). It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) grade of 4+ with p2 leaflet prolapse and a p2 flail. The p2 leaflet was redundant. Two xtw mitraclips were delivered and deployed on the a2p2 leaflets. Reportedly, both these clips rotated after deployment, while remaining stable on the leaflets. An ntw mitraclip advanced to the mitral valve with noted difficult visualization due to the anatomy and anatomy being so commissural. The mitraclip was having difficulty grasping the leaflets and was unable to capture leaflets. It was decided to remove this clip. During cds removal, some resistance was met with the anatomy. Standard troubleshooting was performed with successful removal following. Reportedly, during the removal, chordal rupture was possible as there was new flail or anterior prolapse that was not present before the procedure. Another xtw mitraclip (cds0704-xtw 01110u142) was successfully delivered and deployed on the a1p1 leaflets. This clip was the most lateral. There was no detachment or clip movement reported after the procedure with this clip. The mr was reduced to 1-2+. There was no clinically significant delay in the procedure. There was no device issue or malfunction regarding the implanted xtw clips. On (B)(6) 2021 the patient was readmitted to the hospital due to dyspnea, chest tightness, and worsening heart failure was diagnosed. Medications had been provided as treatment. Per imaging, severe mr, mitral stenosis, and chordal damage were observed. The pulmonary artery (pa) pressures were noted elevated. Reportedly, there was no concern regarding the implanted xtw mitraclips. These clips had remained well seated without any device malfunction. However, per physician, there was a flail chord or flail leaflet at the a1p1 area that was not identified during or after the initial procedure. The a1 had torn off the annulus from the most lateral clip. This clip was subvalvular. The physician believes that the patient "popped a chord" causing the severe mr to return. On (B)(6) 2021 the three mitraclips were successfully explanted and valve replacement was performed as treatment. Physio rings were placed in the valves. An atrial septal defect closure, tricuspid repair, and left atrial appendage ligation was performed. Reportedly, the tricuspid repair was unrelated to the mitraclip devices and unrelated to the mitraclip procedure. The mr had been reduced to grade 1+. No additional information was provided regarding this issue.